Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Event description:
International affiliate reports two confidence kits of the same lot code leaked water during surgery. The procedure was successfully finished with third device confidence kit of a different lot code. The difficulty did not result in any adverse consequences to the patient and there was no resulting delay. The following mfg. Medwatch reports are being filed for the two confidence kits that were involved in the event: 1526439-2014-12143; 1526439-2014-12144.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.